Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell, missing shell/orientation dot and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and partial delamination of orientation. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp edge broken in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot due to adhesive failure. Missing shell/orientation dot assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.